Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. It was noted the patient developed iritis with 2-3+ cells. Patients vision is stable. Medication was used and patient will be monitored. It was later clarified when the patient was inspected there cannot be confirmation if there was iritis as there wasn't any to be found. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.